Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report of a hole in the catheter was confirmed; however, the root cause could not be determined. One photograph was provided for investigation, which showed a bead of water near the midpoint of the 24g insyte autoguard IV catheter tubing. As the photograph supports the reported event, the complaint was confirmed. What appeared to be blood residue was visible within the catheter adapter, which indicates that the sample was used. The root cause could not be determined from the photograph. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: blood was not withdrawn, and air was withdrawn. When the needle was removed without infuse, a hole was found in the middle of the outer tube.